Manufacturer narrative:
Per additional information received, the caster wheel did not actually break off of the unit, therefore no risk of tipping or falling. This reported fault is not reportable in the USA. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. The failure mode has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The wheel was replaced, and the unit was returned to service.

Event description:
The hospital reported the wheel of the unit has fallen off. There was no report of patient or staff injury.